Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that cardiosave intra-aortic balloon pump (iabp) had helium leak during pm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected field: g2. The fse inspected the unit and replaced the helium resorvior assembly (d997-00-0565). The unit passed all functional and safety tests in accordance with the manufacturer's specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 06 nov 2025. The failure analysis and testing dept. Received part number 0997-00-0565 assy, helium reservoir serial number hr206810c with a reported unit failure of found helium leak. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-0565 assy, helium reservoir serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the helium reservoir to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The helium reservoir passed all testing. Retaining the helium reservoir in the fat dept. Per procedure number 0002-07-d008 rev. Au.